Manufacturer narrative:
E1: patient city: (B)(6). Patient country: feldbach.

Event description:
Reference number (B)(4). Event occurred in austria. It was reported that the patient experienced hyperglycemia due to a crimped cannula on (B)(6) 2026. The hyperglycemia persisted for one to two hours and received treatment with insulin bolus. No further information available.